Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was over 380 mg/dl. Upon troubleshooting, it was found that the display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.